Manufacturer narrative:
The tandem t:slim x2 pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. Only huma­log® and novolog® have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 130 units of insulin. Subsequently, apidra insulin was used to fill the cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer successfully added insulin and completed the load process.